Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) year old, female, patient underwent a permanent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the physician felt a steam pop and the patient's vital signs dropped. A cardiac tamponade was seen on transthoracic echocardiogram and confirmed by echocardiogram. Pericardiocentesis was performed and 1000 cc of fluid was removed. Patient was evaluated in the intensive care unit for potential open-heart surgery, however it is unknown if surgery was performed. The patient was reported to be in stable condition. Extended hospitalization was required. The patient¿s outcome is unknown. Physician is unsure why the steam pop occurred. A transseptal puncture was performed with a baylis needle and st. Jude medical sheath. Flow setting during the event was 8ml/min for a power of 30 watts. Vector, visitag, dashboard and high contact indicator (set at 40) force visualization features were used during the procedure. Visitag parameters were tag size 3 mm, range 2 mm, time 3 seconds and time color option. No additional visitag filters were used. There were no error messages observed on biosense webster equipment during the procedure.